Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list number 08d06-74, that has a similar product distributed in the us, list number 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results generated on the architect i2000sr processing module for a 23-year-old male patient undergoing a physical examination. The following data was provided: architect syphilis tp initial result = 0.29 s/co (nonreactive), repeat result = 0.36 s/co (nonreactive) trust result = negative tppa result = positive, 1:80 there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 61334be01. The ticket trending review did not identify any related trend regarding commonalities for lot number 61334be01 and issue. A device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot 61334be01 and complaint issue. In-house sensitivity testing of a retained reagent kit lot number 61334be00, which contains the same bulk material as lot 61334be01 of the complaint lot, was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 61334be01 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results generated on the architect i2000sr processing module for a 23-year-old male patient undergoing a physical examination. The following data was provided: architect syphilis tp initial result = 0.29 s/co (nonreactive), repeat result = 0.36 s/co (nonreactive) trust result = negative tppa result = positive, 1:80 there was no impact to patient management reported.